Manufacturer narrative:
Updated fields - b4, d8, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) diagnose unit for parts/repair required to ensure optimal operation of the cs300 balloon pump. Fse diagnose units and order parts. The device not yet repaired. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge field technician that the cs300 intra-aortic balloon pump (iabp) diagnose units for issues. There was no patient involvement reported.